Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis of unspecified stent located in the moderately tortuous and moderately calcified proximal to middle right coronary artery (rca). A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed three times. However, during the third inflation at nominal pressure for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was in good condition post procedure.